Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they cannot write due to their tremors. It was stated that the recharger turns the device off on its own. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy turned off by itself 3-4 weeks prior to date notified, so they made an appointment with the healthcare professional (hcp) and had therapy turned back on. It was also noted that therapy turned off a week prior to date notified again and that the patient had a return of symptoms as a result. These symptoms included shaking "really bad," leg jumping up and down when they stand or walk, and a loss of balance. The implantable neurostimulator (ins) was at 20-25% charge and on date notified it is at 75-100% but there is no therapy on the recharger screen. The patient then confirmed that therapy was off using the recharger, and that they never used their patient programmer (pp). Assistance was then given and therapy was turned back on. Follow up with the hcp is to be conducted to discuss therapy turning off by itself. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.